Manufacturer narrative:
This prod is distributed outside of the united states. However, it is similar to the same prod distributed in the united states. This is one of two prods involved in the same pt reported under mfg #s 1016427-2008-00125 and 9616099-2008-01130. Add'l info will be submitted with in thirty days upon receipt.

Event description:
The report rec'd from a foreign country indicated that a pt was diagnosed with right cerebral infarction and hemiplegia after a procedure to treat a lesion in the carotid. The pt was a male, history was not provided, vessel/lesion characteristics were not provided also. According to the report, there were no complications during the procedure, hemiplegia was confirmed thirty mins after the procedure and MRI confirmed right cerebral infarction. Medical treatment was given, details were unk and pt also rec'd rehab. Further investigation indicated that a precise stent was implanted during the procedure. Predilatation was conducted, but it is not known if post dilatation was conducted. The predilatation pressure is unk; the balloon used is also unk. The basket (angioguard) was not suctioned at any time during the procedure. According to the physician, the infarct may have occurred at the time when the angioguard was passed through the lesion or during dilation or during stenting. It was also reported that the hemiplegia was diagnosed thirty mins after the procedure but was completely resolved by the fourth day, the f/u day.